Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted that per an internal investigation that the broach post fracture reported was likely the result of off-axis forces applied in the surgical method used by the surgeon. After analysis results, it is determined this event is not reportable. Please disregard this medwatch. *no information provided in the following section(s): a2, a3, a4, a5, b6, d4 (lot number and exp date), d6, d7, g5, and h4. The following section(s) have additional info: b4, d4 (catalog number), g4, h2, and h3. Section h11: corrections made in the following section(s): (b5) there was only one device involved in the event, two devices were reported in error.

Manufacturer narrative:
Pending evaluation.

Event description:
Fractured broach post. No additional surgical interventions were required to remove the broach, surgery was successfully completed ad no fragments were left in the patient. This is one of two products involved with the reported event.